Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. The reported unintended system movement, foreign body in patient, and low blood pressure could not be confirmed through analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to user error. The wire was returned fractured at the spring tip. Detailed analysis of the fracture face found evidence of ductile torsion. This is consistent with the spinning driveshaft making contact with the spring tip. Complaint details state ¿glideassist was activated, and the driveshaft presumably came into contact with the radiopaque tip and was separated.¿ the instructions for use cautions to "maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary". Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: d9, b2 (correction), g3, g6, h2, h3, h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11.

Event description:
It was reported that a diamondback coronary orbital atherectomy device (oad) was used to treat moderately calcified and moderately tortuous proximal/mid right coronary artery (rca). The rca was primarily wired with a microcatheter and a non-abbott guide wire and then exchanged with the viperwire guidewire. After three treatments on low speed distal to proximal and retrograde approach, during an attempt to reposition the oad using glideassst in order to proceed proximal to distal antegrade treatment, the oad was pushed out. Whilst trying to reposition the oad for proximal to distal treatment, the viper wire guidewire moved a bit from its distal positioning and it was moved back to its original position distal in the rca. The 7f guiding catheter was pushed out of the ostium of the rca with the oad and viperwire advance coronary guidewire. Glideassist was activated, and the driveshaft presumably came into contact with the radiopaque tip and was separated. This was noticed after the oad was removed from the patient for the intended reinsertion. During this process, the entire viperwire coronary guidewire was inadvertently pulled out as well. The radio opaque spring tip was located in the aortic bulb. An aortic bulb angiography was performed, during which the tip of the viperwire guidewire was flushed further upwards. An attempt was made to retrieve the tip with a snare, but was unsuccessful. The exact location of the viperwire guidewire tip was ultimately unclear. The patient's base rate was 75 bpm. The patient experienced low blood pressure due to the duration of the intervention that was nearly four hours in total and medication was administered. The patient was given circulatory drugs and a pressure infusion (nacl). Following a telephone inquiry one day after the procedure, it was reported that the patient was stable and that a computed tomography (CT) scan to locate the wire tip was planned. There was no surgery scheduled to remove the tip of the guidewire as the spring tip was adherent to the aorta and the physician believed it would it would not move any further.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a diamondback coronary orbital atherectomy device (oad) was used to treat moderately calcified and moderately tortuous proximal/mid right coronary artery (rca). The rca was primarily wired with a microcatheter and a non-abbott guide wire and then exchanged with the viperwire guidewire. After three treatments on low speed distal to proximal and retrograde approach, during an attempt to reposition the oad using glideassst in order to proceed proximal to distal antegrade treatment, the oad was pushed out. Whilst trying to reposition the oad for proximal to distal treatment, the viper wire guidewire moved a bit from its distal positioning and it was moved back to its original position distal in the rca. The 7f guiding catheter was pushed out of the ostium of the rca with the oad and viperwire advance coronary guidewire. Glideassist was activated, and the driveshaft presumably came into contact with the radiopaque tip and was separated. This was noticed after the oad was removed from the patient for the intended reinsertion. During this process, the entire viperwire coronary guidewire was inadvertently pulled out as well. The radio opaque spring tip was located in the aortic bulb. An aortic bulb angiography was performed, during which the tip of the viperwire guidewire was flushed further upwards. An attempt was made to retrieve the tip with a snare, but was unsuccessful. The exact location of the viperwire guidewire tip was ultimately unclear. The patient's base rate was 75 bpm. The patient experienced low blood pressure due to the duration of the intervention that was nearly four hours in total and medication was administered. The patient was given circulatory drugs and a pressure infusion (nacl). Following a telephone inquiry one day after the procedure, it was reported that the patient was stable and that a computed tomography (CT) scan to locate the wire tip was planned. There was no surgery scheduled to remove the tip of the guidewire as the spring tip was adherent to the aorta and the physician believed it would it would not move any further.